Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 215 mg/dl. The customer reported being hospitalized on (B)(6) 2014. The customer indicated having symptoms consistent with high blood glucose levels including vomiting. The customer also reported suffering from kidney failure and had to undergo dialysis in the hospital. The customer also reported that the insulin pump was not delivering insulin. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.